Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that one week after duragen ((B)(4)) was placed for an intracranial tumor resection procedure, the patient developed a cyst. Due to an inflammatory reaction, reoperation was performed. Duragen was then removed on an unknown date, and dura mater was formed by the periosteum. The patient has recovered.

Manufacturer narrative:
Additional information was received indicating the following: there was no surgical delay; date of incident is unknown; lot number is unknown. Investigation findings: duragen 4x5 (B)(6) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, the case was consulted with scientific affairs, and it was determined that it is very unlikely to be due an inflammatory reaction to duragen as it is a regenerative material designed no to have an inflammatory response. All duragen products are supplied sterile and nonpyrogenic in double peel packages. According to the IFU the use of this product is contraindicated for patients with a known history of hypersensitivity to bovine derived material. There is no information provided in the complaint that would help to determine if the patient is allergic to bovine derived material. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.